Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user was in a car accident on (B)(6) 2020 and had injuries to the left side. He was kept in ICU for one week post accident. After one week, he used the device and there was no auditory response.

Event description:
The user was in a car accident on (B)(6) 2020 and had injuries to the left side. He was kept in ICU for one week post accident. After one week, he used the device and there was no auditory response. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Explantation was carried out but the device has not been received yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An reported impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user was in a car accident on (B)(6) 2020 and had injuries to the left side. He was kept in ICU for one week post accident. After that week, he used the device and there was no auditory response. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was in a car accident on (B)(6) 2020 and had injuries to the left side. He was kept in ICU for one week post accident. After one week, he used the device and there was no auditory response.